Manufacturer narrative:
Patient code: aneurysm growth and death are labeled. Device code: no known device problem were reported. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that on (B)(6) 2011, a male patient with hemorrhagic diathesis underwent endovascular aneurysm repair (evar) against a fusiform aneurysm in the abdominal aorta using cook¿s zenith devices. Detailed information of the devices are unknown however, the following is the device information reported to cook: main body: tfb-, contralateral leg: tfle- and ipsilateral leg: tfle-. A type 4 endoleak was observed during the confirmatory angiography but since the leak was just a ¿small one¿, the procedure was ended without treating the endoleak. On (B)(6) 2015, a type ib endoleak from the right iliac leg was confirmed. Embolization of the right internal iliac artery as well as additional device placement of another manufacturer's device was performed to correct the endoleak. On (B)(6) 2017, a type 2 endoleak was confirmed therefore the lumbar artery connecting to the aortic aneurysm was embolized. At this time the maximum diameter of the aneurysm was 85mm. On (B)(6) 2018, expansion of the aneurysm was confirmed as the maximum diameter was 91mm. However, obvious endoleak could not be detected by CT or angiography. This event is the subject of this report. On (B)(6) 2018, surgical replacement of the abdominal aorta to another manufacturer¿s synthetic vascular graft was performed. The zenith main body and leg grafts were explanted. The main body was explanted however the suprarenal stent, positioned below the renal artery, remained in the body. After the replacement surgery, the condition of the patient was reported to be stable. On (B)(6) 2018, the patient¿s condition changed suddenly around midnight when a decrease in blood pressure was recognized. Before the physician could grasp the precise condition of the patient, he died in the early morning of (B)(6) 2018. It was reported that no autopsy was performed but the reason for the patient¿s death was shock due to the decrease in blood pressure. The cause of the decrease of pressure in the middle of the night is unknown. However, it is possible the patient's hemorrhagic diathesis or the fact that the patient had low platelet count could be a reason. The physician stated that, ¿when I performed aorta replacement, it seemed that no damages were in the main body. However, the hematoma next to the leg seemed to be a new one. I do not think the zenith is the direct cause of the death. This was my first time to perform surgical replacement due to expansion of aneurysm with a zenith device.¿ the type 4 endoleak during the initial procedure and the type 1b endoleak confirmed on (B)(6) 2015 are reported in MDR#1820334-2018-01039.

Manufacturer narrative:
Correction: this report is being submitted to include information previously submitted under incorrect medwatch report numbers: medwatch report submitted on 06/28/2018. Medwatch report submitted on 09/25/2018. The information submitted in this report was contained in the previously submitted reports and no additional information was provided or further investigation was conducted. B5: additional information was received on 01jun2018 stating patient¿s death was attributed to hemorrhagic shock. H6 ¿ evaluation conclusion codes: cause cannot be traced to device (4310). Evaluation / investigation: per the explant protocol, there is a zenith flex aaa endovascular graft bifurcated main body graft (tffb-28-125 or tffb-30-125); a zenith aaa endovascular iliac leg graft (tfle-10-88 or tfle-12-88) and a zenith aaa endovascular iliac leg graft (tfle-24-77). The evaluations/investigations for the zenith flex aaa endovascular graft bifurcated main body graft (tffb-28-125 or tffb-30-125) labeled as cri batch number: 11267-01 and the zenith aaa endovascular iliac leg graft (tfle-10-88 or tfle-12-88) labeled as cri batch number: 11268-01 have been provided in related MFR. Report # 182034-2018-01039. Regarding the zenith aaa endovascular iliac leg graft (tfle-24-77) labeled as cri batch number: 11268-01, the third device was received in a partially overlapped configuration with a non-cook device. The non-cook device was securely overlapped inside the three body stents and one distal seal stent. The cook device consists of one proximal seal stent, three body stents, and one distal seal stent. Minimal thrombus was observed inside the proximal lumen. At the distal end, thrombus was observed that appeared to occlude approximately 80% of the area between the cook device and the non-cook device. The non-cook device was not examined after separation in this study, but was returned to the manufacturer (w.l. Gore and associates, phoenix, az). A deformed stent was observed on body stent 3. Due to the location and the appearance of the deformation, these two deformed stents were likely caused during the explant procedure. No corrosion was observed on the cannula joints or stent wires for all test articles. There were no blue suture failures observed. The largest suture holes observed on this test article was 0.02 mm2, was found on body stent 2. This size is less than the acceptable hole size of 0.2 mm2. This report focuses on the reported expansion of aneurysm resulting in surgical replacement and patient death. There is no evidence from the explant protocol that these devices were causally related to the patient death. These devices had been removed prior to the patient death. The patient became hypotensive post-operatively. There are many factors that may have contributed to this event. The patient was diagnosed with hemorrhagic diathesis and is susceptible to more bleeding and bleeding into tissue. Also, it should be noted the patient was diagnosed with a type ii endoleak on (B)(6) 2017 that resulted in embolization. It is not known if this was completely resolved prior to the observation the aneurysm growth to 91mm. The patient was only 1-day post op from aaa graft device explantation and additional device implantation. The surgery itself is a hypotensive event and there is no information regarding any difficulties or loss of blood. Internal or external bleeding are major contributors to hypotension. Since imaging after implantation was not provided, it is difficult to address the aneurysm growth precipitating delayed conversion to open repair. A review of the device history record could not be performed due to insufficient lot information. Implantation angiography and photography of the explanted graft components were provided for the attached image review. Aneurysm growth, precipitating delayed conversion to open repair that the patient did not survive, cannot be confirmed as imaging after implantation was not provided. The image reviewer did note that the main body was either a tffb-28-125 or a tffb-30-125, the left leg must have been a tfle-24-77 (measured to be a tfle-24-71 from explanted devices) and the right leg graft was likely a tfle-10-88 or tfle-12-88 (measured to be a tfle-12-88 from explanted devices). Explant testing results: the returned devices were sent for explant testing at cook research incorporated. The purpose of this study was to examine the test articles using gross, microscopic, radiographic, fluoroscopic, scanning electron microscopic (sem), and/or tissue analysis techniques, as necessary. Three devices were received, as five components. The main body (tffb-28-125 or tffb-30-125) graft, was received as three components; component 1 consisting of one body stent, component 2 consisting of two body stents, and component 3 consisting of one body stent, one contralateral stent, and three ipsilateral stents. The suprarenal stent and proximal seal stent were not received. The graft material at the proximal and distal end of component 1 and 2, and the graft material at the proximal end of component 3 appear to have been cut during the explant procedure. The ipsilateral tfle-12-88 graft was received as one component, consisting of one proximal seal stent, four body stents, and one distal seal stent. The contralateral tfle-24-71 graft was received in a partially overlapped configuration with a non-cook device. The non-cook device was securely overlapped inside the tfle-24-71 graft's three body stents and one distal seal stent. The tfle-24-71 consisted of one proximal seal stent, three body stents, and one distal seal stent. The grafts were examined for thrombus formation within the inner diameter of the grafts. At the distal end of the right tfle, thrombus was observed that appeared to occlude approximately 85% of the lumen. At the distal end of the left tfle, thrombus was observed that appeared to occlude approximately 80% of the area between the cook device and the non-cook device. There was no evidence of tissue growth on the returned devices. The left tfle and a non-cook device were received together in a partially overlapped configuration. The non-cook device was securely overlapped inside the tfle's three body stents and one distal seal stent. The stent integrity was examined on the returned devices. Two fractures were observed on the main body tfb/tffb, component 2 body stents 1 and 2. The appearance of the surfaces of both fractures are suggestive of breaks, rather than cuts during the explant procedure. Two deformed stents were observed; one deformed stent was observed on the right tfle, body stent 3, and another deformed stent was observed on the left tfle, body stent 3. Due to the location and the appearance of the deformation, these two deformed stents were likely caused during the explant procedure. All cannula joints and stent wires had no observed signs of corrosion. The suture integrity of the grafts was inspected. There were no blue suture failures observed. Two green suture failures (i.e., break) were observed on the main body tfb/tffb graft; one failure on component 1, body stent 1, and one failure on component 3, ipsilateral stent 3. The suture failures did not appear to have affected the integrity of the stent attachment to the graft. Graft cuts and frays were observed on the graft material at the proximal and distal end of the main body tfb/tffb, component 1 and 2, and the graft material at the proximal end of component 3. Due to the shape and appearance of the cuts and frays, they appear likely to have been caused during the explant procedure. There was one abnormal graft material hole observed on the right tfle on the distal graft edge. The estimated size of the observed hole was 0.07 mm2. It is unclear if the hole was caused during the explant procedure or in-vivo, but the area is smaller than the acceptable hole size of 0.2 mm2. The graft integrity of the returned devices was tested. Graft cuts and frays were observed on the graft material at the proximal and distal end of the main body tfb/tffb, component 1 and 2 and the graft material at the proximal end of component 3. Due to the shape and appearance of the cuts and frays, they appear likely to have been caused during the explant procedure. The suture holes of the returned grafts were also measured for evidence of elongation. The largest suture holes observed on the test articles were 0.02 mm2. This size is less than the acceptable hole size of 0.2 mm2. From inspection of the returned devices and review of imaging provided, the right leg graft was a tfle-12-88. The image reviewer reported that the left leg graft was a tfle-24-77; however, review of product records and measurement of the returned device indicated that it was a tfle-24-71. The main body device was most likely a tffb-28/30-125 rather than a tfb, but could not exactly be determined without the suprarenal, seal and first body stents. There were five main body stents between the seal stent and flow divider, indicating a 117mm long tfb or a 125mm long tffb. After review of product records, all 117mm long tfb grafts were obsolete since 2008. For this investigation, there is enough evidence to conclude that the main body graft was a tffb-28/30-125. Only implantation angiography was provided, therefore a cause could not be established from the imaging provided. Significant findings from explant testing indicated thrombus formation within the distal end of the right tfle and between the flared portion of the left tfle and gore device. Thrombus formation within the right tfle was not reported in the timeline of events provided for this complaint; therefore, the patient likely did not experience any adverse effects from thrombus occlusion. There is no evidence that this contributed to aneurysm expansion or patient death. The thrombus formation between the left tfle flaring stent and gore excluder device was not a device issue and there is no evidence to suggest that the patient experienced any adverse effects. The thrombus formation in this section was likely a result of stagnant blood between the larger flared diameter of the tfle and excluder after implantation. Testing on the explanted devices gave no evidence of a device failure that could have contributed to this event. There were no holes observed on the grafts that measured greater than the acceptable hoe size of 0.2mm^2. Due to the patient condition of hemorrhagic diathesis, it is possible that thinned blood could have leaked through holes smaller than the acceptable hole size. No endoleak was observed at the time of event; however, a small undetected endoleak was possible. Without further imaging of the event, an endoleak cannot be confirmed from the explanted device and information provided. Two stent fractures were observed on the main body that appeared to be suggestive of breaks, rather than cuts during the explant procedure. Due to the length of time the grafts were implanted, stent fractures resulting from repetitive load forces within the body could have occurred. It can also not be ruled out that the breaks could be a result of handling during the explant procedure. If the stent fractures were not a result of the explant procedure, there was no evidence that this affected graft integrity or could have contributed to an endoleak. It was reported that a type ii endoleak was confirmed on a lumbar artery connecting to the aneurysm on (B)(6) 2017. This was treated with embolization and no further treatments or adverse effects were reported. There is no evidence that this type ii endoleak contributed to his event, however the patient was more susceptible to type ii endoleaks due to the pre-existing condition of hemorrhagic diathesis. The instructions for use (IFU) provided with the tffb-28/30-125 device states: multiple large, patent lumbar arteries, mural thrombus and a patent inferior mesenteric artery may all predispose a patient to type ii endoleaks. Patients with uncorrectable coagulopathy may also have an increased risk of type ii endoleak or bleeding complications. Imaging from implantation could not confirm this event. Testing on the explanted devices did not suggest that device failure contributed to this event. Disease progression as well as the patient's hemorrhagic diathesis were likely contributing factors. Therefore, the investigation conclusion is the cause cannot be traced to device adverse event related to patient condition. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It has been reported the patient¿s official cause of death was attributed to hemorrhagic shock. Two additional devices, including a right tfle (likely a tfle-12-88-japan) based on review of provided imaging and returned devices) and a left tfle (likely a tfle-24-71-japan) also based on review of provided imaging and returned devices) were implanted in the patient that experienced expansion of the aneurysm with no sign of endoleak. A total of three complaints were opened for the three devices implanted in the patient; although, there is no indication that the implanted zenith devices malfunctioned.